Event description:
The explanted generator was received for analysis but analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator. Low battery condition was found. The generator was received in pulse-disabled generator (battery was left on post-implant). The generator performed according to postburn functional specifications. The decoder was reviewed. No anomalies were identified. No further relevant information has been received to date.

Event description:
Clinic notes received for the patient indicated that the patient had been experiencing an increase in seizures. The patient's generator battery was noted to be low and the patient was referred for generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.